Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Note: date of birth is unknown, date of event is unknown. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with 535cc mentor memorygel breast implants experienced breast implant illness post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left sided device. See 1645337-2020-00575 for contralateral prosthesis report.

Manufacturer narrative:
On 2/11/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 30-jun-2023, mentor received additional information about the event. The patient developed breast wrinkling as well as breast pain post implantation. It was not specified which breast developed wrinkling and pain (left breast, right breast, or bilateral). The wrinkling and pain will be submitted in this medwatch report. If clarification is received, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).